Event description:
(B)(4).

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the device available for return? If so who should the shipper kit be sent to: what was the surgeons name? How was the patient after the procedure? At what firing did the device not open? What color was the cartridge? Is a replacement needed?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the device available for return? If so who should the shipper kit be sent to: what was the surgeons name? How was the patient after the procedure? At what firing did the device not open? What color was the cartridge? Is a replacement needed?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the device available for return? If so who should the shipper kit be sent to: what was the surgeons name? How was the patient after the procedure? At what firing did the device not open? What color was the cartridge? Is a replacement needed?